Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming "cartridge disconnected" prior to making the call. The pump was stopped at the time. While information was being obtained, the pump had started alarming "unlock and reattach cassette." The settings were reviewed (continuous rate: 5 ml/hr, reservoir volume: 198.4 ml) and were verified against the medication label, which read: fluorouracil tv 230 ml over 46 hours at 5 ml/hr. Trouble shooting was performed but the alarm persisted. The patient had not been affected. The event occurred while in use.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had been alarming ¿cartridge disconnected¿. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.